Manufacturer narrative:
References the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28; product type: 0200-lead; implant date (B)(6) 2016; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had the device implanted for interstitial cystitis. They had spasms in their bladder and pelvic floor due to the interstitial cystitis. Patient reported the first implant was awesome and patient walked out of surgery procedure with no pain other than incision site pain. However the last two implants had not helped much. On one occasion the patient got bladder spasms on their 2 hour drive to the doctor's office and had to be medicated and stay overnight in a hotel until they felt better. Their doctor told them they were "at the end of the road" and was trying to find patient a clinical trial that might be helpful for them. Patient also noticed the other day that the lead was starting to get closer to the surface of the skin. The patient was currently seeing a pain management doctor and they were wondering if a manufacturer representative (rep) could come to the pain doctor's office and reprogram the device. Patient services reviewed role of rep and that healthcare provider (hcp) can reach out to the rep via contacting nas.